Manufacturer narrative:
The reported complaint of premature depletion was confirmed. The cause of the depletion was consistent with lithium cluster formation. From the analysis, in the absence of a high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
The previously noted issue with telemetry was due to suspected premature depletion of the device.

Event description:
It was reported that the patient presented in clinic during a follow up in back-up vvi. The patient's cardiac defibrillator had high voltage therapy disabled during the back-up episode. There were issues with telemetry and a device download was not performed. A device replacement procedure was scheduled and performed successfully. The patient was fine post-procedure and was asymptomatic.